Manufacturer narrative:
The device was returned for evaluation and the unit was received with the lock having rotational and lateral movement and a residue buildup was present. Unit needed new components added to replace worn internal parts. No abnormalities related to the reported failure shown in dhrs found for lot# 104. The device was manufactured in 2010. The complaint was confirmed. The lock was loose and not holding properly. Linked to mfg report number 3004608878-2020-00450 and 3004608878-2020-00452. UDI # (B)(4).

Event description:
This is 2 of 3 reports. A customer reported that the screws of the a1059 mayfield modified skull clamp were loose. There was no known patient injury or surgery delay.